Manufacturer narrative:
Concomitant medical products: 305c23 valve, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular lead dislodged. The lead was repositioned, and during connection to the implantable pulse generator, loss of pacing was observed. The procedure was completed, and the lead remains in use. No patient complications have been reported as a result of this event.